Event description:
It was reported that critical care nurses in an online survey that a nurse stated that the patient experienced other associated adverse events: localized skin effects (thermal dermatitis, hydrogel related skin irritation, pressure related injuries, etc.) (Skin irritation), electrolyte disturbance (e.g. Hypokalemia, hyperkalemia). While using "arctic sun console model not specified in patient chart" with pads "unsure/not documented in patient chart". The patient did have diabetes, peripheral vascular disease or poor nutritional status. The patient was on steroids or high dose vasopressor therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.